Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device v494h; pdbdcst0 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The needle got broken in two parts when performing the suture of the last stitch. There were no patient consequences reported .